Manufacturer narrative:
The returned precision montage MRI ipg was analyzed and a visual inspection found dents on both sides of the case that resulted from grabbing the device with a surgical tool. However, the reported mechanical noise was not detected. A review of the patient data found frequent charging interruptions, likely caused by ipg and charger orientation issues. The battery depletion rate was within the expected range. It passed the functional test, and an electrical test revealed normal device characteristics. With all the available information, boston scientific concludes the reported event was not confirmed. Testing of the returned device was unable to confirm the report of difficulty charging as there was no problem detected.

Event description:
It was reported that patient had experienced difficulties charging the ipg. It was assessed that there were issues with the depth at which the ipg was implanted. Patient then underwent a revision procedure to reposition the ipg. During the procedure it was found that the implanted ipg had a sharp indentation which led to a loose casing. It was noted that when squished together, the ipg made a mechanical noise. The ipg was replaced and patient is fine post-operatively.

Manufacturer narrative:
Date of event: unknown. (B)(4).

Event description:
It was reported that patient had experienced difficulties charging the ipg. It was assessed that there were issues with the depth at which the ipg was implanted. Patient then underwent a revision procedure to reposition the ipg. During the procedure it was found that the implanted ipg had a sharp indentation which led to a loose casing. It was noted that when squished together, the ipg made a mechanical noise. The ipg was replaced and patient is fine post-operatively.